Event description:
It was reported that the patient had a post-op visit in the morning two days ago and the patient was feeling good with effective stimulation coverage. The patient was stepping out of the bathtub shower that evening and slipped and fell. She fell on all fours and had her arms to help brace her fall. The patient flipped over and lunged forward pretty hard, and now therapy was not working. Since falling, her stimulation coverage was just not the same. She attempted to continue using her stimulation over the weekend and no longer received effective therapy. Reprogramming, impedance testing and x-rays were performed. The x-ray was negative and a manufacturing representative (rep) was only able to get coverage of her knees to feet bilaterally. Otherwise, she felt uncomfortable abdominal stimulation. The doctor was notified and the patient met another rep for another reprogramming on (B)(6). The patient experienced the same results with stimulation; she still had uncomfortable abdominal stimulation. The patient was scheduled for a lead revision for (B)(6) 2015. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 977a275, serial# (B)(4), implanted: (B)(6) 2015, product type: lead; product ID 977a275, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. (B)(4).